Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device generated an alert for high pacing lead impedance of greater than 1500 ohms. Oversensing and noise were noted. Lead fracture suspected due to inconsistent impedance and short v-v intervals. The lead was replaced. No patient complications were reported as a result of this event.